Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead exhibited high/undefined impedances. A svc coil fracture was suspected. The svc coil portion of the rv lead was programmed off and then later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.